Manufacturer narrative:
Approximate age of device: 9 months at the time of the first admission to the hospital. The event occurred at the national cerebral & cardiovascular center in (B)(6). A correlation of the reported event with the device could not be determined through this evaluation. The patient remains ongoing on vad support. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital from (B)(6) 2014 due to an infection. The patient was treated with "antibiotic agent feeding." The patient was then readmitted on (B)(6) 2014 due to a bacterial driveline infection. The patient underwent unspecified surgery for the driveline infection and reportedly remained in the hospital up until at least (B)(6) 2015. The cause of the infection was reported to be device and patient condition related. No additional information was provided.